Manufacturer narrative:
The pump was received with motor error alarm during rewind due to corroded motor home switch. Moisture damage was found on keypad traces. Moisture found under lcd window. No moisture damage on electronic assembly noted. The pump had cracked reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer's husband reported via phone call of issues with the customer's insulin pump. The husband states the pump was exposed to water. The customer slipped and fell in water. The customer states there is fluid under the lcd display. The bottom of the pump is reported to be slightly opened. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.